Event description:
The customer reported that the system turned off by itself for no reason. The fe confirmed this was an intermittent problem. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.